Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Blood glucose at the time of admission was 43 mg/dl. Customer bolused for ice cream and woke up in the middle of the night and her legs were too weak and she fell. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the time is an hour ahead and a couple of minutes off; she was assisted with correcting the time. Customer also reported she has been experiencing low blood glucose and no delivery alarms since (B)(6) 2015. Current blood glucose is 84 mg/dl; treated with glucose liquid. Nothing further reported.